Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's spinal cord stimulator (scs) was non-functional. It was also reported that the patient has a broken lead that resulted from a recent fall. The patient will undergo a revision procedure.

Manufacturer narrative:
This is a duplicate of MFR report # 3006630150-2017-02357.

Event description:
A report was received that the patient's spinal cord stimulator (scs) was non-functional. It was also reported that the patient has a broken lead that resulted from a recent fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging ipg. And the non-device related fall resulted to broken lead and that is why the patient was experiencing shocking sensation. The patient underwent a revision procedure wherein the lead and ipg were replaced.

Event description:
A report was received that the patient's spinal cord stimulator (scs) was non-functional. It was also reported that the patient has a broken lead that resulted from a recent fall. The patient will undergo a revision procedure.